Manufacturer narrative:
The device was received for evaluation deployed. The data shows the device completed both the first and second priming sequences, though it is unknown at what point the needle deployed. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in the needle not being deployed; the cause of the reported event could not be conclusively determined. The external portion of the soft cannula was observed to be torn short resulting in fluid not being able to travel the full length of the fluid path. It could not be determined how or when the damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient stated after activation of the pod, the cannula did not deploy, indicating a needle mechanism failure. The patient further reported the pink slide did not move forward and the cannula was not visible upon removal of the pod. The pod was worn for less than an hour.